Event description:
Used honey pot herbal infused period pads. Immediately after wearing, it started burning the interior and exterior tissues of my vagina. I had to remove it and wash the area with water to remove whatever so called herbal ingredients the pad was infused with. My tissue in this area is still tender. This product shouldn't be on the market.